Manufacturer narrative:
The axium coil is being returned for analysis. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with instant detacher during coiling treatment of arteriovenous malformations. It was reported that the physician tried two times to detached the coil with instant detacher but coil did not detach. No patient injury was reported as a result of the procedure. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was damaged but still attached to the pushwire. The instant detacher was not returned. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at several locations from the proximal end. During evaluation, detaching of the implant coil was attempted three times with an in-house instant detacher but was unsuccessful. The pushwire was broken distal to the break indicator, (at the manual detachment location), and the release wire was pulled back; however resistance was encountered. When the pushwire was broken distal to the bends in the pushwire, and the release wire was pulled completely out of the pushwire the implant coil was detached successfully. The instant detacher was not returned, therefore; we are unable to definitively determine the cause of non-detachment. It is possible that the bends in the pushwire may have contributed to the difficulty during detachment. Per the axium coil instructions for use (IFU): ¿handle the axium detachable coil with care to avoid damage before or during treatment". ¿if delivery pusher buckling or kinking is noted, grasp the distal most portion of the delivery pusher, distal to the kink, buckle or break and remove from micro catheter.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.